Manufacturer narrative:
Additional procode: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the expedium 5.5 uniplanar screw failed to accept set screw when trying to implant rod. It appears the screw head may have splayed and the tulip threads are damaged. Procedure outcome is unknown. There was no patient consequence. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown ). Unknown insertion instruments (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) single-inner setscrew. This is report 2 of 2 for (B)(4)..